Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and reported being hospitalized with high blood glucose over 500 mg/dl and diabetic ketoacidosis. Customer was treated intravenously until blood glucose returned to normal. The customer's symptoms included vomiting and dehydration. At time of this report, customer's blood glucose was 399 mg/dl and she had been vomiting. Troubleshooting could not be performed as customer no longer had the insulin pump.